Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular capture management (lvcm) threshold measurement is not working and reports a different value than the in office test. Review of diagnostic data on the carelink transmission showed variability in the lvcm trend graph. Threshold was measured on 5 of the past 14 days. The suggested reason for the aborts is a competing rhythm. The device remains in use. There have been no patient complications reported as a result of this event.